Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of myocardial infarction and intimal dissection are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as known patient effects of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation caused by another device. The day before the patient had percutaneous coronary intervention with rotablational atherectomy. The graftmaster 2.8 x 19 mm covered stent failed to cross due to the calcified vessel. When trying to cross the vessel with the covered stent, it dissected the artery causing st-elevation myocardial infarction. Emergent coronary artery bypass graft was needed as treatment and to seal the perforation. At the time of this report, the patient was still in intensive care unit. No additional information was provided.